Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): street: supply & distribution receiving. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a "black fuzzy particle" was noticed inside the unopened package of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. This occurrence was discovered prior to patient contact and the device was not used. No adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on (B)(6) 2023, cook medical inc. Received a complaint from a representative of st. Francis hospital, located in the city of tulsa, ok, USA. They reported prior to opening the package containing an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-5s-cldm-hc; lot: 15195980), a black fuzzy particle was observed to be within the sealed packaging. No patient contact was made with the device. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was received sealed and unused. A visual examination confirmed foreign matter (black fuzzy particle) was present within the sealed packaging. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 15195980 showed no relevant recorded nonconformances. Review of potentially related lots showed relevant nonconformances, but all nonconforming product was scrapped prior to release. A database search revealed no other complaints under this lot number at the time of this investigation. A database search of the reported lot number and potentially related lot numbers confirmed there were no other complaints received. The information provided upon a review of the provided images and returned device suggests that the sealed device was manufactured out of specification. However, since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that no additional nonconforming product exists in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi_rev 5 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile¿. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.